Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation. Effusion, tamponade and a clot. Open heart surgery was performed to evacuate the effusion/clot, where the right atrial (ra) lead was observed to have perforated the atrium. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.